Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported the atrial lead dislodged and was removed and replaced. It was also reported the rv (right ventricular) lead had high impedance and was removed and replaced. The device was explanted and replaced due to less than one year longevity. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.